Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. There was no patient involvement. Without a lot number or device serial number, the manufacturing date cannot be determined. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: impact of tablet-induced electromagnetic interference on abdominal cardiac devices: a study based on simulated p atients. Journal of arrhythmia. 2025; 41:e70136. Doi: 10.1002/joa3.70136 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding electromagnetic interference (emi) on abdominal cardiac devices. The authors described simulated patients who were interrogated after an implantable cardioverter defibrillator (ICD) was taped to their abdomen and operated an electronic computer tablet for ten minutes to try to induce emi. Emi occurred in some of the icds with various distances. The status of the devices is unknown. There was no patient involvement.